Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Off-site battery analysis found the battery electrical resistance exceeds specification this device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4195-88 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cardiac resynchronization therapy pacemaker (crt-p) reached end of life (eol) with premature battery depletion. The crt-p was explanted and replaced. No patient complications have been reported as a result of this event.